Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes clotting occurred. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. In this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was missing additive in the tube and red cell hang up occurred. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. In this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes. Additional information obtained from the follow up with customer: after reviewing the photo attached it looks like red cell hang up - clotting is normal in these tubes - can you please clarify with customer if it was red cell hang up? Yes. How many times are the tubes inverted after collection? About 3 full mixing at what rcf are the tubes spun in the centrifuge? 1300 rcf. Would there be any samples from these lots available for the investigation? No.

Manufacturer narrative:
The following fields were updated with corrected information: b.5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was missing additive in the tube and red cell hang up occurred. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. In this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes. Additional information obtained from the follow up with customer: after reviewing the photo attached it looks like red cell hang up - clotting is normal in these tubes - can you please clarify with customer if it was red cell hang up? Yes how many times are the tubes inverted after collection? About 3 full mixing. At what rcf are the tubes spun in the centrifuge? 1300 rcf. Would there be any samples from these lots available for the investigation? No. H.6 annex a code: a0302.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes clotting occurred. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. In this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hang up(rch) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and rch was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode fibrin and red cell hangup(rch) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and rch based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure modes.